Event description:
It was reported that during use of the intra-aortic balloon (iab), a blood back issue occured. No harm was reported.

Manufacturer narrative:
E1 - event site name - (B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.